Event description:
It was reported that since implant of this right ventricular (rv) lead on (B)(6) 2026, two yellow alerts due to 'rv automatic threshold suspended or greater than the programmed amplitude value' were observed. The most recent in-office follow-up was on (B)(6) 2026, during which a decrease in intrinsic amplitude, a decrease in pace and shock impedance values, and high, worsening pacing threshold was noticed. As the patient is at risk should brady pacing or anti-tachycardia pacing (atp) be needed, technical services (ts) advised consideration of a lead revision. Although x-ray images do not show evidence of obvious lead impairment, ts noted the coil is quite close to the valve. The decision to continue monitoring or proceed to lead revision would be a clinical one. Troubleshooting steps were provided, should the physician decide to proceed without revision. No adverse patient effects were reported. This lead remains in service. Additional information received on 10-april-2026 indicates this lead was surgically replaced. Besides intervention, no other adverse patient effects were reported. Product return is not indicated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.